Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files indicated that suite-pc was not working confirming the malfunction with the suite-pc. A philips field service engineer (fse) inspected the system onsite and indicated that the power supply for the main pc (suite pc) of the device had broken down and also the power supply board was broken indicating no power output. Fse replaced the suite pc and the power supply board (power distribution unit dual switch module). The suite pc was returned for analysis and part analysis indicated that power of the suite pc failed. After the replacement of suite pc and power supply board, the system returned to use in good working condition. The codes were updated based on the investigation outcome.